Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 (mg/dl) and moderate ketones. Manual injections were delivered to address bg levels. Reportedly, the customer attributed elevated bg levels to temporarily suspending pump therapy and reverting to manual injections. The customer was guided through adjusting settings in their pump so that pump therapy could be resumed.